Event description:
Caller reported that the t: slim x2 pump battery would not charge, and the pump screen remained dark, preventing confirmation of a power source alert. There was no adverse impact to the customer¿s blood glucose level. Cts decided to replace the pump after unsuccessful attempts to charge it using different wall adapters and cables. The customer was instructed on the steps to take upon receiving the replacement pump and advised to allow the faulty pump's battery to fully deplete before returning it to tandem. They acknowledged the instructions and understood the need to return the problematic pump via ups with a pre-paid label within 10 days. They opted for mdi as a backup therapy until the replacement pump arrived, which was equipped with updated software.